Manufacturer narrative:
E1: full address: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope noisy image. The issue occurred during preparation for usage in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d9, h3, h4, h6. The device was returned to olympus for evaluation and the event was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation of no image, it was likely that water or moisture enter the scope, and the moisture damaged image sensor unit and inside circuit board inside the connector. Bases on the results of the investigation of the burnt plastic distal end cover, it was likely that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. However, a definite root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states that detection method in bf-f260 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. IFU states that preventive measure in bf-f260 operation manual: chapter 4 operation:4.2 using endo-therapy accessories.". Olympus will continue to monitor the field performance of this device.